Event description:
"Caller alleged discrepant results for two pts compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 5.9, lab: 3.2 - pt2; (B)(6)2009, 4.9, 2.9 -pt1.

Manufacturer narrative:
(B)(4). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 5.9, lab: 3.2, mean: 4.55, confidence limits: 2.6-6.9; 4-15-09, 4.9, 2.9, 3.90, 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Meter was returned and testing took place on (B)(6)2009. No errors were found in functional test. Further testing is not required at this time. Product deficiency was not established. This failure mode will continue to be monitored to determine if further corrective action is warranted. As of 05/11/2009, 12 discrepant results complaint was reported for lot# 080626 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required as no product deficiency was established.